Event description:
The corail stem has fractured at the neck whilst insitu.corail stem and metal head revised.

Manufacturer narrative:
The x-rays were reviewed and the neck fracture can be observed while implanted in the patient. No other product from this lot was available to pull and assess, update depuy (B)(4): product analysis: the analysis was performed by an external laboratory (critt). It was concluded that the rupture of this stem is due to a fatigue mechanism under stress of plane bending cycles type and not because of a bad raw material. The results show that there is no alpha case at the surface and the neck dimension at 21 and 26mm from the front face of the taper meet the drawing specification. The various observations indicate that the origin of the failure of this implant is the result of the presence of a stress applied on the stem at a certain point. Once initiated, the crack propagated gradually until the failure. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.